Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient had an implant problem and a replacement of the left extension lead was performed. This procedure occurred on (B)(6) 2005. They responded well to the therapy over the last 5 years. In the past several months they noticed intermittent failure of their unit as well as shocking sensation both her generator site and up by her scalp. They are suspicious of a extension lead failure and they arrived for a replacement of the extension lead as a first start to fix the problem. During the procedure, a lot of fluid was noted underneath the boot containing the connector between the brain stimulating electrode and the extension lead. The extension lead was removed and discarded. No further complications were reported or anticipated with this event.